Manufacturer narrative:
Eval: info provided by the hosp stated that this incident was due to user error; the profusionist had a hard time installing the disposable and bent the tubing causing a break resulting in blood flowing into the reservoir tank. The disposable was discarded at the hosp and the lot number of the disposable was unk. Smiths medical is unable to perform a thorough investigation without the return of the actual sample involved. A critical care account's mgr from smiths medical is going to assist the nurse mgr with the retraining of appropriate personnel on the installation and set up for our disposables when installing them into the fluid warmers. The instructions for use supplied with this device has a "warning" which identifies: do not bend heat exchanger bending may damage inner metal tube serious pt injury could result". In addition, per our maintenance and testing log in the operator's manual it is recommended that the o-rings be lubricated every 30 days. Failure to lubricate the o-rings may cause the heat exchanger to be, hard to install.